Manufacturer narrative:
The investigation determined that a higher than expected vitros troponin I es (tropi es) result was obtained from a patient sample processed using vitros troponin I es reagent on a vitros 5600 integrated system. The most likely cause of the event is an instrument issue. An initial vitros tropi es within run precision test did not meet acceptable limits. After the customer performed maintenance actions which included cleaning the microwell incubator, flushing the metering probe and replacing the piston caps, another vitros tropi es within run precision test also failed, due to metering errors. The tsc requested the customer perform another vitros tropi es within run precision test, but this was not completed at the time of this report. A vitros tropi es lot 3220 reagent issue is not a likely contributor to the event, as qc results prior to and following the higher than expected vitros tropi es result do not suggest an issue with reagent performance. In addition, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3220. However, the level 1 control does not adequately evaluate performance of the vitros tropi es reagent for sample with troponin I concentrations < url (0.034 ng/ml), therefore, a reagent issue cannot be entirely ruled out as a contributing factor. Pre-analytical sample processing could not be ruled out as a contributing factor as the customer is not following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer reported a non-reproducible, higher than expected vitros troponin I es (tropi es) result from a patient sample processed using vitros troponin I es reagent in combination with a vitros 5600 integrated system. Patient sample result of 5.228 ng/ml was vs an expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es result was reported from the laboratory and the patient underwent cardiac catheterization. No other treatment was administered to the patient, and the patient was later discharged. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).